Manufacturer narrative:
Updated section h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: due diligence attempts were made to gather additional information regarding a device failure mode; however additional information is not available at this time. Patient medical records were not provided by the hospital for review, or the medical records provided do not clarify the device failure mode. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 25mm unknown valve implanted in the mitral position was placed under consideration for a valve-in-valve procedure after an unknown implant duration due to unknown reasons.